Manufacturer narrative:
Additional, changed, and/or corrected data: b6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "leak" discovered during ultrasound. The device remains implanted.

Event description:
Patient reported right side "leak" discovered during ultrasound. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "leak".

Manufacturer narrative:
Correction to g.3 aware date for supplemental medwatch #1. The aware date should have been listed as 30/apr/2024.

Event description:
Patient reported right side "leak" discovered during ultrasound. The device has been explanted.

Event description:
Patient reported a "leak" of the right side implant discovered during ultrasound and MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as unidentified (tear), and missing assessed as inconclusive. Shell thickness was within specification). ¿ pain: unable to observe since it is a medical event and is not related to the device. No additional observations performed on the device. No further actions are required. Additional, corrected and/or changed data: d.6b, d.9, h.3, h.6.

Event description:
Patient reported a "leak" of the right side implant discovered during ultrasound and MRI. The device has been explanted.